Event description:
The pt was admitted for a procedure in 2008, to treat a lesion in the right internal carotid artery. There was heavy calcification and 85% stenosis. It was noted that an angioguard was delivered and that a precise stent was successfully implanted. However, during the procedure, the pt's blood flow stopped. The blood around the target lesion was suctioned using an export aspiration catheter. The angioguard was then withdrawn from the pt and the pt's blood flow returned to normal. The procedure was completed without any further complications. There were no adverse effects to the pt.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated MFR report number is 9616099-2009-00101. The complaint received states that during a carotid interventional procedure, the pt experienced hypoperfusion. The pt was a male with unk medical history. The target lesion was right internal carotid artery described as heavily calcified, non-tortuosity and with 85% stenosis. An angioguard was inserted, tracked, deployed and retrieved without difficulties. One precise stent was implanted without report of difficulties. During the procedure, the pt's blood flow stopped, the blood and debris around the target lesion was aspirated (export, medtronic) and then the angioguard was withdrawn from the pt's body. After suction and device removal, the blood flow returned to normal. The procedure was completed without any other problems. There was no adverse consequence to the pt. Note: facility lot no. Is cordis lot no. Per facility: cordis corp reported no product would be returned to facility for eval; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for eval, facility is unable to determine the exact cause for this incident. Facility did review the device history records relative to the mfg, inspecting and packaging of lot . This packaging lot contained 178 units, which were shipped from facility in 2008. The history records indicate this product was final inspection tested at facility, and was determined to be acceptable. Hypoperfusion is a known potential adverse event associated with the carotid stent implantation procedure. It is noted that in foreign usage, during common stent placement, vascular surgeons habitually perform implantation aspiration techniques. The physician wants to avoid having uncaught debris in cerebral perfusion move upstream, causing cerebral infraction. They take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. The IFU states, "if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard rx emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard rx emboli capture guidewire for a new one." Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Based on the info available, it appears that the difficulty experienced by the customer may have been caused by procedural or lesion characteristics and is not related to a product quality issue as the angioguard performed as intended.